Manufacturer narrative:
An event of atrial fibrillation, tachycardia, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no information from the field to indicate that that there was any difficulty accessing the left atrial appendage or positioning the device. The patient have a past medical history of arrhythmia. Patient then underwent the pericardiocentesis, with drain removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study: (B)(4). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was implanted in a patient. While patient was at 3 months follow up visit, it was reported that the patient was in the hospital the week prior. Per records, the patient was admitted to the hospital on (B)(6) 2023 due to worsening left sided chest pain; electrocardiogram (EKG) noted supraventricular tachycardia (svt) with pvcs at 171 beat per mins. Limited echocardiogram was ordered, and this revealed moderate posterior pericardial effusion at 1.7mm depth with small anterior effusion at just less than 1mm. No indication of tamponade. The next EKG showed atrial fibrillation with rapid ventricular response (rvr). Cardiologist increased cardizem, added sotalol and digoxin. And also added colchicine for presumed pericarditis, patient was then cleared for discharge on (B)(6) 2023. On (B)(6) 2023, it was reported that patient presented with complained of chest pressure, was added in for a limited echo which revealed moderate to large pericardial effusion with posterior dimension: 2.6mm with mild right ventricle collapse and possible impending tamponade. He is now direct admitted for urgent pericardial drain placement and will be monitored in the ICU. Patient then underwent the pericardiocentesis, with drain removed the next day on (B)(6) 2023, the follow up echo showing trace circumferential pericardial effusion without tamponade, and he was discharged home. The patient is stable.